Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient underwent implant of a 25mm 11500a inspiris valve. A large jet was observed at the anterior stent post. The jet did not resolve with protamine administration. There was no significant gradient and no pvl. The patient is reported to be doing well. As reported, if the jet does not resolve in one month the plan is for the patient to undergo replacement of the inspiris valve. The patient had transient post-operative atrial fibrillation treated with amiodarone. The patient was discharged on pod # 13. No other details were provided.